Event description:
The customer reported that their unicel dxc 600i synchron access clinical system's cartridge chemistry sample probe and reagent probes had a clear to cloudy fluid below them which was contained within the instrument. The source of the fluid was unknown and the volume was three to four milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) examined and tested the system. The engineer was not able to locate or replicate any leak (B)(4).